Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the battery life was less than expected. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: a review of the pump black box data indicated frequent replace battery alarms had occurred. The pump current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint of a battery life issue, the battery compartment was observed to be cracked and there was corrosion in the battery compartment. A leak test revealed a battery compartment leak. The pump case was removed and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.